Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended that the graphical user interface (gui) printed circuit board be replaced. The customer reported the ventilator has not been repaired.

Event description:
It was reported that the ventilator came up inoperable when turned on in the patient room. The ventilator was no in use on a patient at the time of the event.